Manufacturer narrative:
Updated evaluation conclusion codes h6. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this ambicor penile prosthesis (app) presented a mechanical problem, showing a dilation at the base. It was reported a fluid loss due to a perforation or an aneurysm. The app is currently implanted. There were no patient complications reported.

Event description:
It was reported that this ambicor penile prosthesis (app) presented a mechanical problem, showing a dilation at the base. It was reported a fluid loss due to a perforation or an aneurysm. The app is currently implanted. There were no patient complications reported.